Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 417 mg/dl. It was stated that the customer's insulin pump alarmed motor error. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and passed. The high pressure test was not performed as a tubing clamp was not available. It was stated that the doctor recommended having the insulin pump replaced. No further info was provided.